Event description:
Adult female patient came in for a robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, and removal of iud. During the procedure, the vcare (medium) vaginal cervical ahluwalia's retractor malfunctioned and broke while still inside the patient. This happened during attempted manipulation of the uterus. The circulator reported that some pieces of the retractor had been inside the patient but were removed by the surgeon. Circulator reports that all pieces were removed and that the faulty equipment was then reported to our vet's department. There were no further complications for the rest of the procedure. This event did not delay the patient in their recovery from this surgery.